Manufacturer narrative:
H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The device has been returned to the manufacturer for evaluation. The investigation of the reported event is currently underway. H10: d4 (expiration date: 06/2025). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radio frequency ablation procedure, the device was allegedly had error code 20. It was further reported that the current catheter was stuck in the vein. Furthermore, upon trying to remove the catheter it snapped on the physician and the physician noted incomplete catheter with wires exposed as he pulled it out of the patient's leg. Reportedly, the 12.5cm portion of the catheter that still remained in the patient's leg which was later removed by surgical procedure. The current status of the patient is unknown.

Manufacturer narrative:
H10: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. There was nothing found to indicate there was a manufacturing related cause for this event. Investigation summary: three photos were provided by the customer and evaluated by santosh kumar sathya kumar. The first photo shows that there is a break in the heating coil; however, this photo couldn't be associated with this complaint because the complaint in question had a separated heating coil. This photo will be considered invalid. The second photo shows that the coil had a partial burn (charred), along with a large amount of dried fluid and tissue displaced throughout the separated heating coil. The third photo was of the shaft with exposed wires coming out of it. The heating element had separated from the shaft. One evsrf 100cm catheter was received for evaluation. Upon visual inspection, the device had residue throughout. A complete circumferential break was noted at the distal end of the catheter. The heating coil was not attached to the shaft because it had separated into the patient's leg. The core wires were noted to be exposed. The distal heating element had to be surgically removed from the patient and was not returned with what was left of the catheter. Upon opening the handle, no damage was noted. The wires were in the correct location on the board; however, the yellow wire appeared to have a poor solder on the back of the pcb. The proximal battery was partially seated within the battery holder. The distal battery was fully seated within the battery holder. Both battery holders were clean. When original batteries were removed, the batteries were noted to be clean. The batteries were inspected with uv light and did not show any anomalies. Both battery pads were clean. The catheter was plugged into the generator and was recognized by the generator. Temperature was noted to be rising while plugged in the generator, this observation is typical with an open tc. Due to condition of sample, functional testing could not perform. Further testing was conducted on the wires and circuit board to try to identify a root cause for the error 20 (excessive heating), difficulty to remove, break, and material separation. The wires were measured and the handle board was functionally tested and passed. Since the heating coil was not returned, the wiring inside the heating element could not be examined so the root cause investigation is inconclusive for error 20 (excessive heating) and difficult to remove. Based on the photo review, the reported break and material separation is confirmed, and the investigation is confirmed for the identified thermal decomposition of the device. The root cause of the failure is unknown. It is possible that the signal wires were miswired inside the heating coil; however, we are unable to verify this because the heating coil was not returned with the rest of the catheter. The root cause for the identified thermal decomposition is unknown. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. H10: g3, h6 (device, method). H11: d4 (unique identifier (UDI)#, h6 (result, conclusion). H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during a radio frequency ablation procedure, the device was allegedly had error code 20. It was further reported that the current catheter was stuck in the vein. Furthermore, upon trying to remove the catheter it snapped on the physician and the physician noted incomplete catheter with wires exposed as he pulled it out of the patient's leg. Reportedly, the 12.5 cm portion of the catheter that still remained in the patient's leg which was later removed by surgical procedure. The current status of the patient is unknown.